Manufacturer narrative:
Qn#(B)(4). One (1) stapler of catalog number 528235 visistat 35w 6/box was received used, opened without original packaging; lot # was not confirmed with sample. During visual inspection staplers were in good condition; all components looked well assembled, no stuck staple was observed in the tip of the stapler. Stapler was fired (activated) and a staple was loaded, formed properly & released; no staple malformed. Stapler was activated several times and total of 30 staples were loaded, formed & released properly. No quality issues were found. Sample received did not confirm the defect reported by the customer staple malformed/deformed during visual evaluation. A functional inspection was performed with remaining staples; all staples were loaded, closed properly & released; without problems. The device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the physician attempted to staple the patient's skin but the staple did not come out straight, it was oblique. A new stapler was used to complete the procedure. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73a1500127 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the physician attempted to staple the patient's skin but the staple did not come out straight, it was oblique. A new stapler was used to complete the procedure. The patient's condition was reported as fine.